Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump does not alarm when the pump suspends delivery. The customer's blood glucose reading was 216 mg/dl at the time of incident. Troubleshooting found that the pump excessively alarms. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed for the low reservoir alarm for 17 units and was tested with a water fill reservoir, several boluses were programmed and delivered; the low reservoir alarm activated and is working properly. During the bolus deliveries the suspend delivery feature was activated and also worked properly. The blood glucose reminder alarm was set for 30 minutes and the auto suspend was set for 1 hour and was monitored, the blood glucose remind feature alerted after the 30 minute time interval and the auto suspend feature activated after one hour of no pump button activity. The low battery alarm both displayed on the lcd display and generated an audio alarm properly. No unexpected alarm or error without the associated audio alarm activating. The insulin pump was received with scratched case, serial number label fading, pillowing keypad overlay and minor scratched lcd window.